Event description:
Boston scientific crm received information that this implantable defibrillation lead fractured at the clavicle. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.

Manufacturer narrative:
The distal portion of the lead was returned measuring 482 millimeters (mm). Numerous fracture sites were found in the rs- conductor coils beginning at 462 mm from the distal tip and extending to 482 mm. Detailed analysis of the fracture sites determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was likely a result of stress due to the suture sleeve. Lead entrapment in the clavicle-first rib region could not be confirmed as the full lead was not returned.

Event description:
--